Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that their devices (a brain implant, a "neurostimulator spine stimulator" and an external pacemaker) had been getting tampered with since their childhood, including in the past 10 years or more. Patient said they believed they were a patient but patient services was unable to locate the patient in the system. The patient said they got the devices when they were around the age of 5 and that perhaps the people that they were living with hadn't been properly taking care of them and their external controller was stolen when they were a child and they thought that was probably how someone started doing whatever they had been doing to tamper with their implants. They said they believed that's what they did to tamper with people's implants. Patient stated they thought it started off with the external pacemaker but they didn't know if there was something other than just wires in there now. Patient services reviewed the role of patient services with the patient and expected function of an implant and redirected the patient to follow up with a health care provider to further address the issue but the patient stated they'd been trying to get people to be able to detect the implant with imaging on the x-rays and mris, but they couldn't because the implants were too small and there was no "marking paint" on them and it was hard to figure out how to see them. Patient services reviewed device description/function and reviewed potential sizes of implants that were manufactured in the 90s. Device longevity considerations were also reviewed with the caller and the patient was once again redirected to seek medical help for their concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.